Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014, inratio 2.5, lab: 7.0. Time between testing 3 hours. Pt's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.